Event description:
Event description cpi received information that this endotak endurance ez lead was removed from service because it became dislodged. The patient was also experiencing oversensing and inappropriate therapy.